Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was located in the obtuse marginal (om). The physician attempted to direct stent the lesion with a taxus express2 2.5 x 12 mm drug eluting stent. However, the physician was unable to deploy the stent. Upon removal the physician noticed the shaft fractured into two pieces. The fractured catheter was removed from the patient's body without any complications. The procedure was successfully completed with another taxus express2 2.5 x 12 mm drug eluting stent. Patient status is reported as "fine".